Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 1394.6 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing withdrawal starting on (B)(6) 2020. At her last refill on (B)(6) 2020 the aspirated volume was "5ml greater than expected." The patient's father stated that the patient had "seemed different the last month." The patient went to her appointment on (B)(6) 2020 where they found her returning to baseline with increased contractures. A dye study was attempted and the hcp was unable to aspirate the catheter. She was scheduled for and received surgery immediately. The pocket was opened and the pump lifted out. A kink in the catheter was observed and no aspiration was possible. The pump segment was cut off at the connector and csf began to flow freely. Patency was confirmed and the pump segment was replaced. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(6)) found coring/tears/cuts in the seal but no leak was seen in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.